Event description:
Event description guidant received information that both this atrial and ventricular lead exhibited noise resulting in oversensing and pacing inhibition. The physician suspected an insulation break in both leads. The leads were explanted and replaced. This pacemaker was also explanted due to normal battery depletion. This device was part of the hermetic sealing component advisory population.